Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic retossigmoidectomy for endometriosis where the device was used without intercurrences. The surgeon stated that it was a difficult surgery and the maneuver to test the anastomosis was fine. Post-operatively, the patient had rectovaginal fistula on the fifth post-operatively day. The patient hospitalization was extended for eight days and had colostomy after fistula in rectal anastomosis for three months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic rectosigmoidectomies for endometriosis where the device was used without intercurrences. The surgeon stated that it was a difficult surgery and the maneuver to test the anastomosis was fine. Post-operatively, the patient had rectovaginal fistula on the fifth post-operatively day. The patient hospitalization was extended for eight days and had colostomy after fistula in rectal anastomosis for three months. The patient is alive. Current patient status: discharged from the hospital.